Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary #the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying diseases. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had left sided weakness on (B)(6) 2018. Symptoms upon arrival to the emergency department (ed) started with pain in left arm, then was unable to move left arm. Patient had paralysis of left hemibody, forced right gaze deviation, dense sensory loss, severe dysarthria, aphasia, and left-sided neglect. Patient was awake and alert, able to state the correct month, and able to follow commands. Testing computed tomography (CT) shows intraparenchymal hemorrhage within the right posterior frontal lobe. There is regional mass effect, as well as 7.8 mm of right-to-left midline shift. The areas of low density and small fluid levels in the hemorrhage are suggestive of underlying coagulopathy. Patient had a right frontoparietal craniotomy with evacuation of intraparenchymal hematoma and bilateral external ventricular drain. Blood cultures were positive for streptococcus pneumoniae. Device remains implanted. No further patient complications have been reported as a result of this event.